Manufacturer narrative:
(B)(4). Patient medications include aspirin, metformin, levothyroxine, and losartan. CT images dated (B)(6) 2018 were received by gore from the facility and an imaging evaluation was performed. Only one time-point was received for evaluation; therefore, aneurysmal enlargement could not be confirmed. Centerline reconstruction appeared to illustrate about 7.2mm of proximal seal, with contrast pooling around the proximal aspect of the device. There appeared to be lack of proximal wall apposition. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement. Per IFU, key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation and significant thrombus and/or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface.

Event description:
On (B)(6) 2015, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2018, computed tomography (CT) scan reportedly identified a suspected proximal type I endoleak. Aneurysm enlargement to 6.4cm in diameter was also reported (from a previous measurement of 5.0cm). According to the physician, significant angulation (degree unknown) and calcification in the infrarenal aortic neck may have affected device apposition to the vessel wall. On (B)(6) 2018, a re-intervention procedure was performed whereby a 26mm x 3.3cm aortic extender component was implanted proximally to treat the type I endoleak. The final procedural angiograph was inconclusive. The physician will continue to monitor the patient.